Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamps at position #3 and #6 were stuck in the up position due to a buildup of dried up serum. The fse replaced the tip clamps and plunger clamps at the affected positions. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.